Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device froze while in use. It was reported that the device was in use reading a patient's nibp when the alleged failure was observed. However, no adverse patient impact was reported. The customer used a standalone unit to retrieve the patient's nibp.